Event description:
Resident was observed by registered nurse early one morning in 2000 to be wedged between bed frame and 1/2 side rail facing the window with head tilted slightly back. Siderail up against rib cage. Left arm down through the side rail. Right arm hanging down straight. Right leg flexed at the knee and left leg bent at knee and foot below buttocks. Resident was absent of pulse, blood pressure and respirations.